Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass icon in status box" occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient's dexcom g6 device was not giving readings, nor alerts or alarms. It was not specified how long the cgm was in this state or whether the patient was checking bg by fingerstick during that time. While the patient was working, he experienced loss of consciousness in the bathroom. There were no symptoms prior to losing consciousness. At 11:30pm, the patient's spouse found the patient and called 911. Emergency medical services (ems) checked the bg which was too low, but the patient could not recall the value. The hypoglycemia was treated with glucose. The patient regained consciousness and was transported to the hospital. At the hospital, the patient was treated with an unspecified IV and the bg was checked again, but the value could not be recalled. The patient also underwent a CT of the head, neck, and spine which were normal. The patient was observed for 5 hours before discharge. At the time of the report, the patient was okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.